Manufacturer narrative:
Per the clinic, it was reported that the patient also experienced extrusion of device and was treated with oral antibiotics, however the issue did not resolve. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the patient was also treated with topical antibiotics.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Explant is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.